Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/pneumothorax procedure, when the patient's cavity was washed at the end of surgery, gray fragment was falling and it was retrieved. The reported product does not seem to be damaged but the only gray instrument used in this surgery was thoracoport. The status of the patient is no problem.